Event description:
The physician attempted to place a biodivysio 2.0mm x 15mm sv stent into the first diagonal coronary artery. The artery was predilated with a 1.5 x 20mm balloon. Then it was predilated with a 2.0 x 20mm balloon. The physician attempted to cross the lesion with the biodivysio sv stent but the stent would not cross. The sent was removed. A 2.5 x 10mm balloon was used to predilate the artery. The physician attempted to cross the lesion a second time with the same stent. The stent would not cross. When the physician attempted to remove the sent from the site of the lesion it was reported that he felt some resistance. The stent was successfully removed. The physician inspected the stent and noted that the balloon had an accordion like appearance and was "bunched up". It was reported that the stent appeared to have remained within the marker bands. The lesion was treated by balloon angioplasty. There was no report of an adverse pt event.